Event description:
A malfunction alarm was reported with code malf 12, but it did not adversely impact the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer has been advised to continue using the pump and to contact support if the issue arises again.